Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the progress clinical study, during a transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve, the 26mm commander delivery system balloon ruptured during inflation of valve deployment. There was a full syringe of blood noted in the atrion device when pulling back on the plunger to deflate the balloon. The balloon burst was confirmed as well as visualized during cine of valve deployment. The delivery system was withdrawn and a second 26mm commander delivery system was prepped at the same volume of 25cc as the first commander delivery system. There were no issues during the second attempt to implant the valve. The valve was implanted successfully, and post-dilation was performed. The delivery system was then withdrawn with no issues and the patient was stable. There was no patient injury.evaluation of the returned device confirmed a longitudinal balloon burst.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed a longitudinal balloon burst with radial burst on each shoulder. There was no missing balloon material. There were also minor flex tip gouges observed. Dimensional testing found the balloon single wall thickness to have met specification. Imagery was provided for review and revealed there was presence of calcium in the patient's native annulus. The event for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. Per imagery provided, there was presence of calcium in the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of the available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.